Event description:
It was reported that a cinefluoroscopy revealed that the left ventricular leads insulation was abraded. The leads electrical values were measured and were found to be normal. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.